Event description:
It was reported to boston scientific corporation on october 24, 2008 that one week after placement of a corflo cubby low profile gastrostomy device, the device button locking adapter cracked. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.